Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00829.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coil lps and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil lp into the microcatheter, the physician experienced resistance; however, the physician was able to successfully implant the ruby coil lp into the target vessel. While attempting to advance the next ruby coil lp into the microcatheter, the physician experienced resistance and subsequently the pusher assembly of the ruby coil lp became bent. Therefore, the ruby coil lp was removed. It was reported that at one point during the procedure, the microcatheter was replaced with another non-penumbra microcatheter to select a smaller vessel. The procedure was completed using additional ruby coil lps and the second microcatheter. There was no report of an adverse effect to the patient.